Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'constant/ false downstream occlusion' which was reproduced during evaluation. A review of the event history log identified 'downstream occlusion!' Messages. The cause was determined to be the force sensor readings out of calibrated specification with a loaded test set. The force sensor required no-tube and scale factor calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant/false downstream occlusion during programming/setup at the general patient ward. There was no patient involvement. No additional information is available.